Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. The MFR has not rec'd the device for investigation. A request to obtain the device was issued. Once the device became available, the investigation will begin to determine the root-cause. A supplemental medwatch will be submitted as soon as further info becomes available.

Event description:
It was reported that blood leakage was noticed on the luer lock of the arterial side. Ref.: (B)(4).